Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed. The drive cable was also frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, an unidentified issue occurred with the double fenestrated grasper instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event, however no further information could be provided.